Event description:
Reason for check: vertigo/dizziness high a. Threshold on (B)(6) 2023, measurement consistent with historical values. Atrial unipolar lead impedance warning noted on (B)(6) 2023, appears chronically low. Other available daily battery/lead measurements within expected range. See lead trends. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report: mw5147500.